Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vich12.6 implantable collamer lens, +2.5 diopter into the patient's right eye (od) on (B)(6) 2020. On (B)(6) 2020 the lens was explanted due to angle closure with elevated iop. The cause of the event is reported as unknown. Reportedly, there are no plans to implant an alternate lens.